Event description:
Meter name: fasttake. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: weak, dizzy. A pt reported they were seen in ER. Their meter did not turn on. The result on their meter was unk. The result on the paramedics meter was 37. The time difference between pt's meter and paramedics meter unk. Treatment was infusion until the pt got to the ER. No further info has been reported.